Event description:
While setting up the back table for our case, st [surgical technician] noticed a dead bug in the trash bag provided in the sterile pack. Unfortunately, this was at the end of set up and we had to break down the table, all supplies and instruments. Manufacturer response for gynecological laparoscopic kit, medline industries, inc. (Per site reporter). Waiting for their response.